Event description:
PICC line removed from pt of home health agency. Line measured 51 cm on insertion, per note in chart. Line measured 43 cm on removal. Line examined and appears to be intact. Edges appear smooth and even, not jagged or "rough."